Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center the device was visually inspected, and evidence of foam degradation was found. Additionally, the service technician also noted error code present e065(err_stuck_encoder_a) in the device logs. There was also presence of dust/dirt in the device. The device was scrapped by the service center after the evaluation was completed.